Manufacturer narrative:
A visual evaluation found that the returned stretch vl stent was damaged in one of its sides and the pigtail was detached. Investigation confirmed that the stent was damaged in one of its sides and the pigtail was detached. Based on all available information, the complaint is due to a known physiological effects of the procedure noted within the directions for use. Therefore, the most probable root cause is "anticipated procedural complication". A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a stretch¿ vl ureteral stent was used in the ureter during a stent placement procedure performed on (B)(6) 2017. According to the complainant, after the stent was placed, forceps were used to adjust the position by pulling on the stent. However, the stent coil detached from the stent while inside the patient. Forceps were then used to remove the detached piece of stretch¿ vl ureteral stent from the patient. The procedure was completed with another stretch¿ vl ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of "stent detached". Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stretch¿ vl ureteral stent was used in the ureter during a stent placement procedure performed on (B)(6) 2017. According to the complainant, after the stent was placed, forceps were used to adjust the position by pulling on the stent. However, the stent coil detached from the stent while inside the patient. Forceps were then used to remove the detached piece of stretch¿ vl ureteral stent from the patient. The procedure was completed with another stretch¿ vl ureteral stent. There were no patient complications reported as a result of this event.